Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, the patient reported shortness of breath. A high capture threshold was observed from the left ventricular (lv) lead and diagnostic imaging confirmed lead dislodgment. The lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.